Manufacturer narrative:
Section a. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during use in the cardiac catheterization laboratory, an automated impella controller (aic) emitted a humming or low-pitch noise upon powering on, and the screen did not turn on. The issue was identified while the device was in clinical use. It was not known at the time of reporting whether the device was removed from service due to the failure mode. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. E1 initial reporter address, email, and phone number added. G1 MFR site name, danvers, removed.

Manufacturer narrative:
Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Root cause: the humming/low-pitch noise observed during power-on for ic4670, along with the screen not turning on, was due to a malfunction of the main computer (4-in-1 module).